Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks and anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr). The arrhythmia accelerated spontaneously, and multiple shocks were delivered but none successfully converted the af, though in one instance slowed it temporarily. The crt-d system remains in service. No adverse patient effects were reported.